Event description:
The customer reported via phone call that the display on their insulin pump was difficult to read. Customer's blood glucose was unknown. The insulin pump will be returned for analysis and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked lcd glass. Unable to perform self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to cracked lcd glass. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.